Event description:
It was reported that a patient new to freestyle libre 3 plus attempted to start a sensor in the libre app instead of the required ilet app, resulting in the sensor being in use by another device and necessitating a new sensor; the event reflected an improper procedure and an interoperability issue between the cgm app workflow and the ilet system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem with use of the cgm sensor through the non-ilet application and confirmed no applicable device part or sub-assembly failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error related to device pairing sequence.